Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The blood glucose reading was 10.3 mmol/l. The history showed that the insulin pump had a low battery alarm. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No unexpected low battery alarms noted. The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No display ramping on its own anomaly was noted. The insulin pump was received with cracked case at display window corners, cracked display window and minor scratched lcd window.